Event description:
It was reported that the orange surface of the 8mm monopolar curved scissors (mcs) instrument was found to be exposed. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. The tube extension scratches marks measured roughly 0.032¿ x 0.066¿. There was no material missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: there were no reports of the instrument arcing. The patient's demographic information is unavailable.